Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that the impactor handle broke during implantation. The release button broke off. The tibial component impactor also broke in half. All parts were retrieved. There was no surgical delay. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that attune fb tibial impactor had broken from the distal end. The broken fragment was returned. No other defect was found. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection for the attune fb tibial impactor was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the device, attune fb tibial impactor would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life problem identified and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, a2, a3 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4 (expiration date) the expiration date ((B)(6) 2023) in the previous medwatch was reported in error. The device involved was an instrument and does not have an expiration date.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the tibial component impactor broke in half. All parts were retrieved. There was no surgical delay.